Event description:
Rptr rec'd the er1 message several times. Rptr went to the dr after receiving an er1 message in may of 1998. Rptr stated she had no symptoms but realized the er1 message could mean she had high blood glucose levels. At the dr's her blood glucose test result was 287 mg/dl and he adjusted her insulin. Rptr did not seek her health care professional for the other er1 messages. Rptr's blood glucose's had been running around 200-300 mg/dl, closer to 300 mg/dl, prior to seeing the dr.